Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent odyssey surgery but developed myopia. The intraocular lens diopter was adjusted toward hyperopia (B)(6), and revision surgery was performed on a subsequent day. The patient has fully recovered, and no unplanned incision enlargement, sutures, vitrectomy, or procedural delays occurred. No additional medical attention or medication outside of standard care was required. The patient is currently satisfied with the outcome. No further information is available.